Event description:
When the surgeon did f/u knee arthroscopy, he observed a hole where he implanted the trufit plug. First procedure: lt knee arthroscopy with trufit repair; second procedure: lt knee arthroscopy. First surgery (B) (6) 2009; second surgery (B) (6) 2009.

Manufacturer narrative:
Device is not being returned for eval. (B) (4).